Manufacturer narrative:
H10: the device was received for evaluation. The jaw assembly and two 2.0mm coupler rings were returned, free floating in the inner tray of the coupler packaging with the lid taped to the tray. The rings and the left and right jaws of the jaw assembly showed signs of use (manipulation marks, gouges) which is consistent with the complainant¿s statement that the alleged event occurred during patient use. The rings were returned in a dislodged state which leads to a confirmation of the reported event of ¿ring dislodgement¿. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ring of 2.0mm coupler detached from the u-port. This was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.